Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low flow events on (B)(6) 2019 in the setting of hypotension with mean arterial pressure 20-40 mmhg. The patient was hospitalized for fluid volume overload and IV diuresis following right heart catherization. The patient was moved to the intensive care unit for closer monitoring during medical management of low blood pressure and low flows. There was concern for infection but all cultures were negative for infection. During admission, the patient tripped on cords on (B)(6) 2019. The patient also had a fall on (B)(6) 2019. Vital signs were stable and there was no syncope or pre-syncope. Orthostatics were negative. Left knee x-ray revealed no acute pathology. Lvad interrogation and hemodynamic monitoring were inconclusive. The falls were likely related to weakness, general deconditioning, and chronic left knee arthritis. The patient then had a syncopal episode on (B)(6) 2019 requiring transfer to cardiovascular intensive care unit (cvicu). Neurology was consulted and seizure was concluded to be the inciting factor for syncope given family history and epilepsy as a child. Etiology was unclear. The patient was started on keppra. Blue and upper extremity dopplers were negative for deep vein thrombosis. The patient was transferred back to stepdown on (B)(6) 2019. Head CT had no acute findings. The patient had two seizure-like episodes with stable vitals and no changes in telemetry.

Event description:
The patient was admitted for intravenous (IV) diuresis due to fluid volume overload on (B)(6)2019, following a right heart catheterization that demonstrated elevated right atrium and pulmonary capillary wedge pressure. It was reported that the patient remained hypervolemic on (B)(6)2020 and was being diuresed. The patient was moved to the intensive care unit during the medical management of low blood pressure and low flows. Cultures taken for infection were reportedly negative. The patient had an additional fall on (B)(6)2020 for which the patient¿s vital signs were stable with no report of syncope, pre-syncope, or orthostatic hypotension. The syncope/seizures reportedly resolved on (B)(6)2019. An additional low flow alarm was reported on 27feb2020, that may have been caused by over diuresis. The patient¿s hypervolemia and hypotension reportedly resolved on (B)(6)2019.

Manufacturer narrative:
Section h4: correction. Section b5, h6: additional information. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2017. Analysis of the submitted log files confirmed low flow alarms; however, according to the account, the low flows were associated with hypotension and fluid volume overload (hypervolemia), which were managed with aided diuresis and medical management of hypotension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of hypotension, hypervolemia, weakness, generalized deconditioning, chronic left knee arthritis, and syncope could not conclusively be established through this evaluation. The submitted log files were reviewed and contained data from (B)(6)2018 through (B)(6)2019. A transient low flow hazard alarm was captured on (B)(6)2019. Elevated pulsatility index (pi) values were also noted during the low flow alarm. The system appeared to be operating as intended and there were no notable alarms active in the log file. The report of a low flow alarm on (B)(6)2020 was unable to be confirmed as no other log files were submitted. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. The IFU also provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.